Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is invalid, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone or out of range. There is a known issue for high readings, addressed by adc fa1004-2023, and it is unknown if the complainant product is related to this field action. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Follow up report #1 was incorrectly documented. Correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.